Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The liner was impacted into cup and cracked/chipped on the rim.

Manufacturer narrative:
Examination of the reported devices by the manufacturing supplier confirms the reported material fracture. The root cause is inadvertent user error. Evidence found confirms a misaligned position of the insert in the metal shell. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.